Event description:
On 11/10/93 a device was implanted with a tandem cuff. On 3/9/95 one cuff was revised. On 7/12/95 both cuffs were revised. On 2/25/97 the entire device was removed from the pt due to erosion of the urethra. Add'l lot/ser # ao080 006.